Event description:
Consumer called to report inaccurate high readings with her meter. Believes she was adjusting insulin on higher readings and as a result was unconscious and had to be taken to the ER.